Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, performing strenuous activities since the implant, the patient have any other implanted pins/screws/devices, and device migration have been ruled out. Additionally, the MRI not meeting MRI requirements has been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient reportedly felt their arm vibrate during an MRI. Although the patient has not felt the vibrating in their arm since the MRI, they are not receiving adequate therapy since the MRI procedure. No further information is available at this time.